Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy mr, ous, 3.0 x 28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts on the proximal stent end to be bunched and overlapping in a distal direction. The undamaged stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during delivery, the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.